Manufacturer narrative:
(B)(4). The IFU states: the cleansweep closed suction system utilizes balloon sweeping suctioning to keep the endotracheal or tracheostomy tube clear of secretion buildup. If catheter tip is inserted beyond the end of the endotracheal or tracheostomy tube, do not employ suction. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reported bleeding occured when suctioning a patient with the device. The bleeding stopped when another device was used to suction. The patient's condition was reported as "stable and at baseline".